Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that his meter was reading inaccurately high. The patient stated that his physician advised him to replace his meter 3 months ago due to a comparison that was made at that time. The patient and the physician each obtained a meter result in the 300 mmg/dl range. The patient then retested on his meter, one minute later, and obtained a result of 171 mg/dl. No symptoms were reported at the time of the event. No medical intervention was reported. The patient continued to use the meter after his physician advised him to call lfs for a replacement. The patient recently spoke to his nurse and told her he was still using the meter and she advised him to have the meter replaced. Again, no medical intervention was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient had control solution available, however, he did not troubleshoot. He reported receiving error messages and felt uneasy about the meter. This complaint is being reported because there is evidence of a meter inaccuracy however, there is no evidence of the meter contributing to a serious injury (the patient did not receive any treatment for her diabetes and the meter result did not indicate a serious injury). A replacement meter has been sent.